Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Unable to confirm the needle complaint due to needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 130 mg/dl at the time of the incident. The customer stated that the sensor was broken. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.